Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were vertical lines in the lower display of the external pulse generator, making it difficult to view menu options. It was suggested to attempt re-booting the external pulse generator, or replacing the battery. The caller was also informed that since the external pulse generator was older than five years, that it is no longer serviced. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.